Event description:
As reported to coloplast though not verified, patient was implanted with coloplast product to treat pelvic organ prolapse(pop) and/or stress urinary incontinence(sui). Patient underwent surgery to attempt to revise product due to mesh erosion and later underwent another corrective surgery. Patient has experienced mental and physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.